Event description:
It was reported the implantable cardioverter defibrillator exhibited post paced t wave oversensing on the merlin.net report. Technical services was consulted for programming recommendations. No intervention was performed; the patient remained stable and continues to be monitored.